Event description:
It was further reported that five days post procedure, the patient underwent tube cholecystostomy. Urgent echocardiography and cardiac catheterization were performed. Treatment consisted of aspiration thrombectomy of the mid rca and proximal lad. After the vessel in the mid rca was opened, a 30-60% spastic narrowing at the proximal edge of the stent was noted. This was treated with angioplasty with a 0% residual stenosis. The stenosis in the proximal lad was reduced from 100% to 90%. The vessel was treated with angioplasty with a 20% residual stenosis. The patient also experienced runs of ventricular tachycardia which required medical treatment.

Manufacturer narrative:
Additional information:there is an ongoing CAPA investigation, (B)(4) associated with this report.(B)(4).

Event description:
On (B)(6) 2010 during device evaluation by baxter, the channel a select key on a colleague cx triple channel volumetric infusion pump was found to be not working. The condition was identified during evaluation. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 5.04.00 categorized as unremediated.

Manufacturer narrative:
The condition of channel a select key does not work was confirmed. The channel a keypad was replaced to correct this condition. (B)(4).